Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported through clinic notes provided by the physician that the pt had an infection at the chest incision following their 2005 generator and lead implant. Pt had blood work done which revealed abnormal levels. Pt was treated with antibiotics and was instructed to keep the wound clean and dry. The infection resolved with no additional intervention. Pt did not have their generator explanted as a result of the infection. Reviewed DHR of generator, and lead confirmed sterility prior to shipment. Good faith attempts to gain additional info has been unsuccessful to date.